Manufacturer narrative:
(B)(4). The system will be inspected by the field service engineer and the hipot test will be performed. (B)(4). This MDR was submitted on (B)(4) 2011.

Event description:
Philips became aware that a system was shipped with no objective evidence that the system passed the hipot test in production. There were no reported injuries.